Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during pre-dilatation in the heavily calcified right coronary artery, the voyager nc balloon was inflated to 14 atmospheres for 20 seconds and ruptured. The device was exchanged for a non-abbott dilatation catheter and pre-dilatation was successfully performed. There was no adverse pt effect. Though requested, no additional info has been provided.

Manufacturer narrative:
(B)(4). Eval summary: the product was not returned to abbott for eval. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the lesion was heavily tortuous, heavily calcified and 75% stenosed, which may have contributed to the rupture. There was no report of any leaks noted during preparation for use, suggesting that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate. In this case, it is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met mfg criteria. All dilatation catheters are 100% visually inspected and lead tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.